Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after the intraocular lens (iol) was implanted into the patient¿s eye, the physician observed an additional piece of haptic attached to one of the two haptics. The physician decided not to explant the iol as it appeared well-centered in the capsular bag and was not expected to cause any issues. The surgery was completed smoothly, and there was no impact to the patient.